Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined that use error contributed to the reported difficulties. It is likely introducer sheath was too close to the stent during deployment causing a portion of the stent to deploy within the introducer sheath and therefore, use error of not properly using fluoroscopy in order to deploy the stent contributed the reported difficulties. It should be noted in the supera peripheral stent system electronic instructions for use states: insertion of the supera peripheral stent system should always be performed under fluoroscopic guidance. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that on (B)(6) 2021, a percutaneous intervention was performed on the right popliteal, chronic total occlusion, heavily calcified, and restenosed lesion. Pre-dilatation was performed using a 5.5mm armada 18 catheter, inflated to nominal for 2-3 minutes. A supera stent delivery system (sds) advanced and deployment was performed. For deployment, the deployment lock was unlocked and thumb-slide advanced. The operator thought that the stent had fully deployed at this time. During delivery system withdrawal, the deployed supera stent came out with the delivery system sheath. Reportedly, the sds was not removed under fluoroscopy. Partial stent deployment in the introducer was suspected. Another supera was used without further issues reported. There was no adverse patient effect and no clinically significant delay. No additional information was provided.